Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found loose adaptor. Additionally, cable flooding due to cable damage was newly identified during inspection. Based on the results of the investigation regarding the loose adaptor, it is likely it did not lead to the identification of the cause of the occurrence. Regarding the cable flooding, it is assumed that the watertight function did not work properly due to the cable damage and "cable flooding" occurred. The issues are addressed in the instructions for use (IFU): 3.2 inspection of the camera head inspect the camera head and video plug for cracks or other damage. If any damage or deterioration is observed, stop using the camera head and send to olympus for inspection and repair. The camera cable surface may deteriorate after multiple sterilization cycles in specific models of sterrad sterilization systems. Please consult asp or olympus for more specific information. Inspect the camera cable for damage and other irregularities. Precautions against frozen or lost endoscopic images(warning) never clean, disinfect, sterilize or store this instrument together with sharp-tipped instruments (tweezers, forceps, knives, etc.). These could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the instrument a device history review revealed findings/no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head adaptor was loose. The issue was identified during routine check. There were no reports of patient harm.